Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is experiencing pain at the generator site. When the patient lifts their left arm, the pain will also radiate down their arm. The pain began in april after a undergoing a mammogram. The patient was referred to their surgeon for evaluation and possible surgery. Update was received that the generator was explanted due to pain. Diagnostics were seen ok prior to the replacement. Patient noted the ongoing pain and more trouble with their throat. Per the physician, it was unclear on the cause of the symptoms. X-rays were done which shows the generator in correct location. The suspect product has not been received to date. No other relevant information has been received to date.

Event description:
Device evaluation was completed.

Event description:
The suspect device was received for analysis.